Event description:
The reporter contacted animas on (B)(6) 2012 alleging a keypad response issue. There is no further information regarding the complaint available at this time. There was no adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be intact with no peeling or tearing. During testing, the contrast keypad button was intermittently unresponsive which has no effect on insulin delivery function; all other keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.